Manufacturer narrative:
We received one (B)(4) catheter without the packaging for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured near the proximal windings. The rupture is 0.100" x 0.110" in size, and there is latex missing. Both the distal and proximal windings were found to be in good condition. The catheter body is also in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in a patient, the catheter balloon ruptured at less than full capacity (4cc). There was no consequence for the patient; only extended case time. The devices were removed completely, with no debris retained in the patient